Event description:
It was reported the epg (external pulse generator) was displaying a self-test error. The battery was removed and replaced, and the error was still displayed. It was also reported that the lower portion of the screen was streaking. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported self-test error. Analysis confirmed the reported streaking of the lower portion of the screen; lcd (liquid crystal display) is out of electrical specification (missing segments). Upper case and side bail covers are broken. Lower case is broken and corroded. Battery release is contaminated. Ring cover and side bails are missing. Battery contacts and battery flex are corroded.